Manufacturer narrative:
(B)(4); this device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection identified no anomalies. An x-ray of the battery cells was inconclusive. The device was disassembled and detailed analysis was performed on all three battery cells. One of the battery cells was confirmed to be completely depleted. Engineers determined that this device was demonstrating behavior consistent with a high current condition associated with the cathode and anode coming into contact and causing internal cell depletion. Manufacturing enhancements, designed to mitigate the occurrence of this rapid internal cell depletion, were implemented in 2011. This device was manufactured prior to implementation of the corrective action.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital after receiving a shock from the device. It was noted the patient heard beeping tones from the device. Upon interrogation, a battery depletion (bd) error was observed and the device was at end of life (eol) battery status. The patient was hospitalized pending a device replacement procedure. The device was explanted and replaced the following day. No additional adverse patient effects were reported.